Manufacturer narrative:
The reference c23879 has been allocated to this case by rayner. The event description provided states that immediately after implantation there were three scratches on the iol optic necessitating removal of the lens from the eye. The lens was explanted and exchanged during the original surgery session without any injury to the patient. The device has not been returned to rayner. While it is very difficult to establish a root cause from the information and illustration provided, based on the description provided, it is possible to consider several scenarios; capsule creasing which can present similarly to scratches/folds within the lens material, delamination of the coating within the nozzle depositing itself on the lens optic as the lens is injected through which can present as a scratch and/or scratches, damage to the optic as an artefact of injection (most commonly when resistance is encountered during injection). "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone aspheric rao600c batch 033210992 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 033210992.

Event description:
On 7th september 2023, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation there were three scratches on the iol optic necessitating removal of the lens from the eye.